Event description:
This report summarize two (2) malfunction event(s). A review of the event involved the device(s) fracturing. No patient adverse event was reported. No information regarding patient demographics were provided.